Event description:
When the radiology technician removed the mandrel from the distal tip of the neuron delivery catheter 070, the inner braid of the catheter began to unravel. There was no patient involvement. An alternate neuron catheter was selected and used w/o incident.

Manufacturer narrative:
The product was not returned for evaluation. W/o the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.